Event description:
Pt revised for loose tibial component at implant/cement mantle. Cement mfg by others.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.